Event description:
It was reported that during a left hemicolectomy procedure, after examining the device, it appeared that the white tissue pad was missing. It was not inside the pt. A new device was opened and worked fine for the rest of the case. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.